Manufacturer narrative:
H6: this was reported as a ¿literature case¿ without product code or lot number provided. Clinical details were absent. No product was returned, therefore physical evaluation, investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. No further actions were pursued at this time. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited. There was no objective evidence to suggest a direct link between the product used during the procedure and the symptom reported. Per clinical: without clinically relevant documentation, the root cause of the reported events cannot be concluded. The patient impact beyond the reported events cannot be determined.

Event description:
It was reported that a patient had an acl injury that was reconstructed using two double-strand semitendinosus tendon with two endobuttons. The patient went 25 months after surgery for the annual postsurgical visit, and it was found on plain radiographs that the endobutton, which was used to fix the femoral site of the anteromedial bundle, had fallen from the suprapatellar pouch and resided in the popliteal space, surgery was performed to extract the endobutton after two arthroscopic failed attempts to retrieve it. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.